Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the air detector sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device has not been returned to manufacturer.

Event description:
It was reported that the patient got up too quickly and the pump fell onto the floor and caused the cassette to dislodge. The patient reattached the cassette and the pump volume reset to 115 ml (original volume). The pump was to finish infusing however the pump continued to run and displayed 8 hours remaining. Air was noted in the tubing. The pump did not alarm. No patient injury was reported.